Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp on anterior assessed as fold flaw opening. Delamination of the diaphragm valve assessed as adhesive failure. Additional observations: crease fold observed. Stress marks observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional called to report a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.